Event description:
The drape has not stuck to the patient and has made a mess all over the doctors and floor. The drape does not stick to the patient and we would like a different pack that works the way it is supposed to work. The drapes are supposed to stick to the patient and it is not sticking to the patient. The drape does not stick on the patient and doesn't serve its purpose.

Manufacturer narrative:
It was reported that the drape has not stuck to the patient and has made a mess all over the doctors and floor. The drape does not stick to the patient and we would like a different pack that works the way it is supposed to work. The drapes are supposed to stick to the patient and it is not sticking to the patient. The drape does not stick on the patient and doesn't serve its purpose. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.